Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh (device #2) device may have caused or contributed to the reported event. To date no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient was diagnosed with a ventral hernia and underwent ventral hernia repair with an unspecified bard/davol perfix plug (device #1). On (B)(6) 2016: the patient underwent explant of the bard/davol perfix plug (device #1) and the implant of the new bard/davol bard flat mesh (device #2). Ni/nini: the patient continued to experience chronic abdominal pain, and further experience several "medical issues" in which he is currently seeking additional medical treatments. Patient has experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization.